Manufacturer narrative:
The reported controller error alarm on ic3072 was not reproduced, and the root cause was most likely to be an intermittently failing lamp that did not function consistently. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic3072.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during impella support setup, a controller error occurred. A controller error alarm was triggered upon powering on the automated impella controller (aic). A new console was subsequently used without issue.